Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device received. H3, h4, h6: a review of the device history record; device history lot; part: 03.033.002; lot: l980998; manufacturing site: haegendorf. Release to warehouse date: 25. Feb. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported on june 11, 2019, upon opening the instruments to build the sets, the sales consultant found the radiolucent aiming arm/femoral recon nail (frn) piriformis fossa to have a broken tab on the locking mechanism for the recon guide tube. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the aiming arm for piriformis fossa (part # 03.033.002, lot # l980998, mfg date 25-feb-2019) was received at us cq with one cam lock lever (part # 03.010.497, lot # t168755) attached and the other broken. The reportedly broken off cam lever lock was returned to us cq as two separate pieces. The cam lock levers are designed to be removable, so the overall assembly is not broken, but it is a component that reportedly broke. Was the cause of the issue determined to be use error, misuse/abuse, non-compliance, post-operative trauma? The cause of the issue could not be determined based on the information given. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Document/specification review: conclusion: the complaint is not confirmed as the device (part # 03.033.002, lot # l980998) was received with a broken cam lock lever. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on june 11, 2019 upon opening the instruments to build the sets, the sales consultant found the radiolucent aiming arm/femoral recon nail (frn) piriformis fossa to have a broken tab on the locking mechanism for the recon guide tube. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 2 for (B)(4).